Manufacturer narrative:
Unit alarmed compromised force sensor system during prime/compromised force sensor system test at 4 lbs. Due to faulty force sensor resistor. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. The customer was unable to exit the preparing to prime loop. The insulin pump was stuck in the rewind complete/bolus delivery loop. Customer's blood glucose level was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.